Event description:
Following implant, the pt experienced an overdose; the pt was unresponsive. The pump was programmed to deliver to morphine 12 mg/ml at 2.4 mg/day; the recommended starting dose was reported to be 0.1-1 mg/day. They planned to stop the pump. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).